Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Mechanical influences e.g. Potential trauma due to the reported balance problems may have led to a weakening of the fixation and therefore may have led to device mobility. Furthermore, few channels showed high impedance shortly after implantation, possibly due to physiological issues e.g. Temporary loss of lymphatic fluid in cochlea after surgery. However, to determine an exact root cause device investigation would be necessary. Further steps to be taken by the clinic are currently not known.

Event description:
High channels have been noted since activation which were originally thought to be caused by an air bubble. However, they have persisted and no visible air bubble has been noted over the implant. The user is non-verbal and has coordination/balance problems due to a congenital cmv (cytomegalovirus) and falls and hits his head very often. Imaging and a follow-up with the surgeon has been recommended, but no further information has been obtained yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
High channels have been noted since activation which were originally thought to be caused by an air bubble. However, they have persisted and no visible air bubble has been noted over the implant. Imaging and a follow-up with the surgeon has been recommended.